Manufacturer narrative:
(B)(4). The customer returned a lidstock, guide wire assembly , catheter-over-needle, and an arrow raulerson syringe (ars) for evaluation. The components showed evidence of use in the form of dried blood. The catheter was not returned for evaluation. Visual examination revealed the guide wire has an overall slight curve along the length of the body. The distal j-tip was also slightly deformed. The returned introducer catheter and insertion components (ars and needle) display evidence of use but no obvious defects or anomalies. The total length of the guide wire measured to be 467 mm which is not within specifications of 596-604 mm per product drawing. The outer diameter of the returned wire measured to be 0.798 mm which is within specifications of 0.788-0.826 mm per product drawing. 00. The returned guide wire was able to pass through the returned ars , introducer catheter, and lab inventory catheter with minimal resistance. A manual tug test of the guide wire confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously. " the customer report of a damaged guide wire was confirmed by complaint investigation. The returned guide wire had a slightly deformed j-tip and an overall slight curve. A device history record review was performed with no relevant findings and the returned components passed all functional testing. However, the returned guide wire was not within length specifications, indicating that the guide wire returned was not the guide wire reported. Based on this discrepancy, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the spring wire guide (swg) can't be passed through the catheter smoothly. The device was replaced.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
The customer reports the spring wire guide (swg) can't be passed through the catheter smoothly. The device was replaced.